Event description:
The user experienced intermittent problems with high quality control recovery and received questionable results for gluco-quant glucose/hk (glu) on the additional d module. The event involved 105 patient samples requiring corrected reports to be sent. The user only provided results for 1 patient sample which were discrepant. The initial result was 317 mg/dl. This result was accompanied by a data flag and was reported outside the laboratory. The physician questioned the result. The sample was repeated on another d module which yielded a result of 94 mg/dl. A corrected report was issued for this patient sample. No adverse events have been reported regarding this event. The reagent lot numbers for glu r1 was 62492101 and r2 was 62556501. The field service representative determined the cause was a clogged rinse nozzle. He cleaned the rinse nozzle. Performance tests were run with acceptable results.